Manufacturer narrative:
This report is submitted on april 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient's device was explanted due to non-use on (B)(6) 2018. There are no plans to re-implant the patient with a new device as of the date of this report.